Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 14mar2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material remained in the nozzle, for the user sent the subject device to olympus without conducting / completing reprocessing. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had foreign material exiting from the nozzle. There were no reports of patient involvement.